Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and adhesions. The patient underwent the concurrent procedure of laparoscopy in order to lysis adhesions during mesh implantation. It was reported that the patient experienced pain, erosion, extrusion, infection, dyspareunia and urinary problems after mesh implantation. It was reported that the patient had excision of mesh due to erosion on (B)(6) 2012. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014.